Event description:
Cs29 was attached to complete anastomosis. Firing cycle was completed, however, upon leak test, leak was found. Staples appeared to have formed, but not completely. Anastomosis was redone using another device.